Manufacturer narrative:
The insulin pump was received with button error alarms and intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked case at reservoir tube window corners and battery tube threads. The insulin pump was received with broken belt clip slot. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm when attempting to bolus. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.